Event description:
Ous MDR - it was reported that approx. 25 months after the implantation the patient experienced 57 inappropriate shocks which were reportedly verified to have occurred due to intermittent noise on the rv lead. Provocative tests showed some artifact. Threshold test at the time showed no capture of rv at 7.5v @0.4ms, instead further artifacts where seen. Apart from initial dft, patient had not experienced any shocks in the past prior to this event. After the event the patient wanted the system extracted and not replaced. The lead was returned and is in analysis.

Manufacturer narrative:
Analysis of the lead revealed multiple signs of wear along the lead body. In particular in the distal area of the lead the insulation was found rubbed through. This damage can be considered as the root cause for the issue of noise which led to shock delivery as mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Diagnostic images clarifying this assumption were not available. During further investigation the lead demonstrated cuts in the insulation which most likely occurred during the explantation procedure. The analysis of the ICD as well as of the lead did not reveal any sign of a material or manufacturing problem.